Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient passed away due to natural causes. The patient previously reported receiving effective therapy.